Event description:
It was reported that serious injury occurred. A left atrial appendage closure (laa) procedure was being performed using intracardiac echocardiogram (ice) imaging and with the patient under monitored anesthesia care (mac) sedation. Venous access was obtained. A watchman fxd curve access system (was) was inserted and advanced, then st segment elevation was noted. The physician suspected an air embolism occurred prior to the insertion of a 27mm watchman flx pro delivery system and closure device (wds) into the was. No snoring was observed. The patient was watched and became stable after the st segment elevation self-resolved with no interventions required. It was noted this event prolonged the procedure. The closure device was implanted. The procedure was concluded, and the patient is fully recovered being discharged the following day.

Manufacturer narrative:
H7: corrected from no remedial action applies to other, product advisory. H9: added 97423085-fa.

Event description:
It was reported that serious injury occurred. A left atrial appendage closure (laa) procedure was being performed using intracardiac echocardiogram (ice) imaging and with the patient under monitored anesthesia care (mac) sedation. Venous access was obtained. A watchman fxd curve access system (was) was inserted and advanced, then st segment elevation was noted. The physician suspected an air embolism occurred prior to the insertion of a 27mm watchman flx pro delivery system and closure device (wds) into the was. No snoring was observed. The patient was watched and became stable after the st segment elevation self-resolved with no interventions required. It was noted this event prolonged the procedure. The closure device was implanted. The procedure was concluded, and the patient is fully recovered being discharged the following day.